Event description:
It was reported by dealer that the service alarm is on and the (B)(4) concentrator has low purity. No injury or property damage reported. The unit is a rental unit, the dealer did not have the hours available.